Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection procedure, after the first firing, when the reload attempted to be removed from the handle, the connection part between handle and cartridge broke. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument's adapter was broken due to rough handling or excessive manipulation. It was reported that the device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by over flexure of the loading unit while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.